Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The aus was explanted due to the cuff was too large and replaced with a new aus. There were no patient complications reported.